Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the image blurry due to a defective charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the hd camera head had a poor-quality image issue. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four(4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charge couple device. Olympus will continue to monitor field performance for this device.